Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) procedure for therapeutic stone removal, the disposable wire got lodged behind the elevator where it pivots on the evis exera iii duodenovideoscope. There was a five-minute delay, as another scope had to be used to finish the procedure. The doctor lost position in the bile duct and had to restart the procedure. The procedure was completed successfully with the new scope. There was no report of harm to the patient associated with this issue.

Manufacturer narrative:
To date, the device has not been returned. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, with using our internal possessed tjf-q190v model device and guide wire g-240-2545a, confirmed that the event rarely occurred. Additionally, when forceps elevator was fully down or fully raised, there was no gap for guide wire to pass through. However, we confirmed that gap was generated when the elevator was not fully raised yet, which was barely wide enough for the wire to be passed through. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user inserted the guide wire before the elevator was fully raised, then the wire accidentally slipped between main unit of the distal end and the elevator. Furthermore, it was possible that the elevator and the distal end pinched the guide wire by moving the elevator, which led to the wire being get caught. The event can be detected by following the instructions for use (IFU) which state: chapter 4 operation/ 4.3 using endotherapy accessories: 2 raise the forceps elevator by moving the elevator control lever in the ¿u¿ direction until the operator feels resistance. - single use guidewire /10 preparation, inspection and operation/ 10.3 operation: if any resistance is felt or if the tip¿s behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Olympus will continue to monitor field performance for this device.